Manufacturer narrative:
Based on the claim against the product by the customer noting clip not closing, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium- large clip applier instrument was analyzed and failure analysis revealed that the primary failure of the instrument grips, which were severely bent, was related to the customer reported complaint. One grip of the clip applier instrument was found to be bent near the top of the clip groove, causing an offset at the tips, which prevented the clip from being properly released from the grips. A functional clip test was not performed due to the damage to the clip grip. Additional observations not reported by the site were also identified: signs of corrosion found on the instrument bearings. The pitch and grip input disk bearings exhibit orange discoloration. The instrument was also found to have dried residue on the clamping pulleys. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not closing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was not working.